Event description:
It was reported via repair work order that the side rail could not latch properly due to debris in the latch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.